Event description:
It was reported that following the implant of a 26 mm evolut fx transcatheter aortic valve, paravalvular leak (pvl) of moderate severity was recorded. Then, during the hospital stay after valve implant, central aortic regurgitation (ar) of moderate severity was also recorded. It is unknown if any intervention was performed to address the pvl or central ar. However, it was noted that the patient was discharged home two weeks after valve implant with no late complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.